Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set leakage. Location of leakage was in the tube. This event occurred on 11-dec-2024. The blood glucose level was 280 mg/dl. No further information available.